Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker screw could not be tightened, the screw finally deformed and the leads could not be connected successfully. The device was not used and replaced. The patient was stable.

Manufacturer narrative:
Device was received in normal range of operation. Analysis of device was performed, including header evaluation, septum material was found in a setscrew inset which prevented the torque wrench from being fully engaged into setscrew inset and caused stripping, this is consistent with user error during implant procedure. Rv setscrew was not returned for analysis. Longevity assessment was performed, device was in normal range of operation with appropriate remaining longevity.